Event description:
Pulse generator implanted at another facility was malfunctioning. Only intermittently functioning. Medtronic rep noted that there may have been a "possible short in the header block - under v-pin looks burned."